Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the circuit breaker, power cord and isi core controller (icc).the system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The circuit breaker and power cord involved with this complaint are field scrap items and will not be returning to isi for further investigation. Isi did receive the icc involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to the start of a da vinci-assisted total colectomy surgical procedure, it was reported that the vision tower shut off while the system was being set up for a procedure. The onsite staff responded by cycling the breaker, which allowed the system to power up normally without errors. A review of error logs revealed error 23 related to various modules, and it was noted that similar issues had occurred previously, sometimes accompanied by an error 1100. No error 1100 error was present during the recent troubleshooting, but the power cord was found to be damaged. Later, it was noted that a hard power cycle and replacement of the power cable appeared to resolve the issue, yet the tower shut off again during docking. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The core was analyzed and found the reported problem was not confirmed and not replicated. There were no errors found in the system logs indicating the error happened in the field. Upon visual inspection, there was wear and tear on the digital video interface (dvi) port for the personality module vision acquisition (pmva). The unit was installed on a golden system, where core successfully programed was present in the system. The core was functioning as expected.